Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reports the starter hole was off center which led to a stoma laceration with bleeding. End user reports he placed the wafer per his usual technique in the morning. By the afternoon when he emptied his pouch he noted bright red blood in the pouch. He could not quantify how much blood he emptied. He did not change the appliance until the next morning. He reports that he continued to have bright red blood in the pouch until he changed the entire wafer. He did inspect the stoma after removing the wafer and noted a dark red bruise on stoma in the shape of a line on one side of the stoma. He did not seek treatment. He did cleanse the area gently and applied sh powder using a qtip to stoma and a drop of water and crusted the area. He applied eakin seal to peristomal skin and a new wafer. He reports the area healed within a few days.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d4: unique identifier (UDI) h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary batch record review lot 9e01323 was manufactured on 16/may,2019 in the convex 2-piece (pc) line with a total of (B)(4) market units. Complaint investigator performed a batch record review on 08/04/2020 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, under international commodity code (icc) code 413180. System application product (sap) material identification (ID) 1161269 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: no photo related to the reported problem is available for evaluation. Investigation summary v. Investigation conclusion material, method/process, manpower and measurement sections were reviewed, and it is considered none of them interfered on the incidence of the root cause, also, these sections and possible opportunities were previously covered under database system. Based on the investigation findings through revision of the batch records documentation, process observation, personnel interviewed, methodology implemented, the root cause for this failure mode was identified as machine. As observed during this investigation the contributor factors to this failure mode were the following: a) condition of the yamaha arm b) condition of vision system cameras c) variance in the materials, cause variation in the placement. This is causing the overall variation 0.6. This accumulation of variation causes the complaint in section 1. To maintain acceptable levels of variation the maintenance for the arm will be improved. And base on the rate of complaints and the variation identify, codes with a rate higher than 10 complaints per million will be block and manufactured on the improve convex 2-piece (pc) in building 8a. The investigation has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.